Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8 fr angio-seal vip was returned for evaluation. The returned sample included the hemostasis sheath and carrier tube. Visual inspection revealed that the device had been in used condition with visible signs of blood. The hemostasis sheath was mated to the carrier tube assembly and was set to the fully rear-locked position. The bypass tube was not inserted into the hemostasis sheath. The anchor was not visible within the opening at the distal tip, and the hemostasis sheath tubing was slightly curved. The tip of the hemostasis sheath was found to have sustained damage/deformation. The device was reset to the forward lock position to test anchor deployment. The anchor and collagen did not deploy and were not visible within the opening. Subsequently, the device was disassembled and opened to examine its contents. The carrier tube was found to have been cut open, and the suture was found to have been severed off near its mid-length. It appears that the portion of the suture connected to the anchor and collagen had been severed off and removed from the device. The hub of the carrier tube was opened to examine the spool and the remaining portion of the suture. The remaining portion of the suture was found to have been fixated properly within the spool, and no issue with the component was identified. It appears that the device did not deploy properly, and a user cut open the carrier tube to examine the contents. If the device had deployed properly, alteration or cutting of the device is unlikely to have occurred. As the hemostasis sheath was undamaged, it appears that a user disassembled the device, cut open the carrier tube, and severed off the suture in the process. The device was then re-assembled and had been returned in the fully rear-locked position. As the bypass tube was found to have not been completely inserted into the valve of the hemostasis sheath, it is possible that the non-deployment occurred due to improper assembly of the components. However, this could have occurred upon re-assembly of the components, and could not be confirmed to have contributed to the incident. In addition, the distal tip of the hemostasis sheath was found to have sustained damage/deformation. It is not clear whether the damage/deformation was sustained prior to anchor deployment, or if the damage had occurred after the non-deployment event. If the damage had been sustained prior to deployment, it is possible that it could have contributed to the incident. The alleged failure mode of the 'device fell apart on deployment,' was unable to be confirmed. The complaint was confirmed for a non-deployment device pullout. The exact root cause of the incident could not be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. Initial reporter occupation- inventory specialist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device fell apart on deployment. There was no patient injury, and the physician was able to deploy successfully. A sheath shot was done and no issues with access or insertion were reported. The estimated blood loss was less than 250cc. There was no patient injury, medical/surgical intervention required. The patient was reported to be stable. The procedure was completed successfully. Additional information was received on 24aug2021. The procedure being performed was a left heart catheterization (lhc). A 5fr sheath was used. A pre-deployment angiogram was performed. The device fell apart during insertion. There was no damage noticed prior to use.